Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room. The patient's right ventricular (rv) lead had high pacing impedance, oversensing on the pace portion of the lead, and inappropriate therapy resulting in nine shocks. The patient's lead was reprogrammed off and further intervention will be planned. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.